Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during the procedure, the doctor discovered that the insulation on the distal part of the lead, right before the electrodes was missing. This was discovered after the implant and just before the final testing. The lead was explanted and replaced. Information received about a week and a half later indicated the patient was doing well and was to go ¿back for control¿ at the hospital after a two week test period.